Event description:
The user facility reported that the polyurethane coating became "frayed" near the proximal end of the wire during a pcnl procedure. F/u info confirmed that: difficulty was encountered during access; a metal entry needle was being used during the procedure; no material from the wire came off inside the pt; the procedure was completed successfully with a second glidewire; and the pt is reported to be fine.

Manufacturer narrative:
Results is based upon eval of user facility info and the returned sample. Conclusions is based upon eval of user facility info and the returned sample. The involved sample was returned for eval by the mfg facility. Examination confirmed that part of the coating had been sheared and exposed a portion of the core wire. The appearance of the returned sample is consistent with damage to the glidewire's coating due to incorrect user technique involving manipulation of the guidewire against a sharp surface, such as along the bevel of the metal entry needle that was reportedly used during the procedure. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The potential for this type of event is addressed in the device labeling, which states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage or separation of the polyurethane coating. For example, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval."in addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available info has been placed on file in qa at the mfg facility for appropriate tracking, trending and f/u.